Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this pacemaker system presented to the emergency room not feeling well. An interrogation was performed and found a lead safety switch had been triggered due to high out of range right ventricular (rv) pacing impedance measurements greater than 3,000 ohms. The physician could not find rv capture in bipolar configuration. Technical services advised oversensing of myopotential noise and pacing inhibition less than three seconds were also exhibited. Additional information from the field representative provided the patient was admitted to the hospital and reprogrammed with a split configuration. The physician will continue to monitor this patient. This pacemaker remains in service. No additional adverse patient effects were reported.